Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient reset the receiver and it resolved the issue. Patient did not report any injury or medical intervention.